Event description:
It was reported that when removing the powersail from the guiding catheter after successful angioplasty, the powersail separated into two pieces. The distal part was removed without incident to the patient.